Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced an eventon (B)(6) 2025 where the wire was hanging off patient's body. There were kinks in the tubing. There was inconsistency of a connection. Patient used the sleeve, but it caused reactions on the skin and was uncomfortable. No further information available.